Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. During the procedure, once the system reached the common iliac, severe resistance was noted when inserting the system into the sheath. The iliac was observed and appeared acceptable to proceed, so the operator kept advancing, and half of the valve exited the sheath. The operator pulled the system back and was able to get it into the sheath. The operator re-attempted to advance, but the system kept exiting the sheath. The operator felt the risk was too much to move forward. The operator ensured the valve was in the sheath, and the system was removed as one unit. The esheath was replaced with a 16fr esheath and a new valve system. The case was completed without issue. There was no report of patient injury.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to d.9 returned to manufacturer, h.3 device evaluated by manufacturer and h.6 device code and type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner tear starting approx. 2" from distal strain relief, approx. 4" in length. 2nd liner tear noted starting 4" from distal strain relief, approx. 0.75" in length. Liner strand immediately distal to 2nd liner tear approx. 5" from distal strain relief, approx. 0.5" in length. Imagery was provided from the site and revealed the following: undersized vessel region (greater than or equal 5.5mm minimum luminal diameter required for use of 14f esheath+). Calcification and tortuosity present in the patient's left access vessel. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaints were confirmed based on the evaluation of the returned device. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. It was reported, ''once system got to the common iliac, severe resistance was noted. The iliac was observed and appeared to be acceptable to proceed so the operator kept advancing and half of the valve exited the sheath.'' It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Available information suggests patient factors (calcification, tortuosity, undersized vessel) and/or procedural factors (valve caught on liner, device manipulation) likely contributed to the event as these patient factors are present in the patient's left access vessel.complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.